Event description:
The customer's mother called to report that on (B)(6) 2012 daughter blood glucose rose to 500 mg/dl when mother realized the cannula had come out (no other bg history was given). She had the pod on for 36 hours.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess the product condition. The caller reported that the cannula had come out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. The omnipod's user guide warns to "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery." "Because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed). Qualification records for the product lot were reviewed and all acceptance criteria were met.